Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: underweight, one opening extended on the radius, red particles on the shell and gel and crease flat. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact and one striated opening on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as surgical impact. One striated opening assessed as surgical damage consist in the use of some surgical tool. Reason for reoperation: rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side "total rupture" and "brutal effusion". The device was explanted.